Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -11.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The reporter stated that the patient experienced elevated iop and excessive vault. Iop was controlled with anti iop drops, bcva 6/12. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5-the reporter indicated that a 13.2mm vicm5 13.2 of -11.00 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The reporter stated the patient experienced excessive vault and elevated iop. The elevated iop was controlled with anti iop drops. On (B)(6) 2020 the lens was exchanged for a shorter length lens and the problem was resolved. H6- patient code 3191: secondary surgical intervention; exchange. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h3-device evaluation: lens returned in liquid in lens case/vial. Visual inspection found haptic broken. Dimensional verification was performed, and the lens was found to be in specifications. Claim# (B)(4).